Manufacturer narrative:
Correction to h6 based on additional evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: the valve was not positioned between alignment markers prior to deployment. The valve final positioning appears to be at 100/0. There was atypical balloon inflation (proximal balloon first). There was calcium distribution within landing zone. The reported event for malposition was confirmed based on evaluation of the provided imagery. The presence of a manufacturing non-conformance was unable to be determined. Reviews of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Additionally, the valve malposition may be related to the asymmetrical deployment similar to constrained inflation issues described in a previously written product risk assessment. With the available information it is unable to assess a definite root cause for this event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve implanted too high) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 20 mm sapien 3 ultra transcatheter heart valve, there were difficulties during valve deployment, resulting in a high aortic implantation and a significant degree of paravalvular leakage. The root cause was identified as an atypical inflation of the proximal portion of the balloon, with the valve appearing to be snared at the distal end. Given the patient's small anatomical dimensions and the need to address the leakage, the physician elected to implant a second valve. The patient underwent a valve in valve procedure with a 20 mm sapien 3 ultra resilia valve, which was successfully deployed and the patient was stable post procedure.